Event description:
Nurse reported to territory manager that while testing the device, she attempted to inflate the balloon and water began leaking out of the inflation port. Syringe was secured. Nurse adjusted the syringe and attempted again and leakage continued.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Quality evaluation conducted on (B)(4) 2013 states that an investigation request was sent to the manufacturer on (B)(4) 2013. No additional patient/event details have been provided to date should additional information become available, a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. A return sample for evaluation is not expected. Reported to the FDA on (B)(4) 2014. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.